Manufacturer narrative:
The insulin pump was received with blank display and constant vibrate due to corroded electronic assembly. The insulin pump had corroded motor assembly noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the insulin pump was vibrating with blank display. The customer reported that the buttons were unresponsive. The customer's blood glucose was 6.5 mmol/l at the time of incident. The insulin pump will be returned for analysis.